Event description:
Reportedly, on (B)(6) 2023, the follow-up day, a loss of the right ventricular capture was observed. For this reason, a reintervention was performed on (B)(6) 2023 to reposition the lead.

Manufacturer narrative:
Please refer to the attached analysis report.